Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the reservoir had air bubble. Customer stated they took 14 units and their blood glucose had gone from 159 mg/dl to 239 mg/dl. Customer was assisted with troubleshooting. The customer stated that they observed multiple large air bubbles in the reservoir and the size of air bubble was approximate 1/16 of an inch during therapy. Customer allowed for insulin to warm to room temperature prior to filling reservoir. Customer had a reservoir plunger available. Customer states air bubbles were not removed successfully. The device will not be returned for analysis.